Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 42221. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. The device was repaired. The service history review had no indication that the complaint was related to a service of the device within the review period.